Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. While the customer was sleeping the battery completely depleted from 55% and subsequently shut off. When the pump was connected to a power source and turned back on the battery gauge was at 5%. The customer's blood glucose (bg) level was impacted (416 mg/dl). The customer delivered a manual injection for correction to bg level. It was indicated that the customer would continue to use the pump until the replacement was received.